Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results a visual examination of the returned complaint device found that the clip assembly was not returned with the device. There was evidence that the device was fully deployed, as the yoke was not returned attached to the control wire. Additionally, the device returned without the over sheath. A dimensional examination was performed to further analyze the deployment issue, and the coil's length was within specification. A dimensional analysis was also performed on the control wire's length and it was found to be within specification. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. An investigation is in place to address this issue.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6)2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not disengage from the catheter to deploy. Eventually, the clip successfully released after manipulating/shaking the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not disengage from the catheter to deploy. Eventually, the clip successfully released after manipulating/shaking the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.